Manufacturer narrative:
The reported event that an unknown plate was alleged of 'component/device stuck' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected devices (screw and plate) must be available in order to determine the root cause of the complaint event. A review of the device history was not possible since the lot and the catalog number of the device are unknown. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
During axsos ph surgery, a screw could not be locked to the plate.